Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the following reportable malfunctions were identified during device evaluation: a cut in the angulation wire preventing the bending section from moving in the downward direction, and a chip in the adhesive on the bending section. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic transurethral ureterolithotripsy (tul) procedure, the up/down operation of the uretero-reno videoscope was not working. The device was outside the patient when the event occurred, and the procedure was completed using the same device. No patient harm was reported.